Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The probe was returned to the manufacturer for evaluation. Testing found that the instrument had impact marks on the back, affecting the fit with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure while tidying up that thoracic probe instrument was deformed. There was no patient present.